Event description:
The customer reported receiving a no delivery alarm from the insulin pump during bolus. The customer was unable to complete troubleshooting during the phone call with the helpline, but was advised to call back to do so. The customer's blood glucose value was 281 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.